Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced hypoglycemia while using the device, with a lowest observed blood glucose of 47 mg/dl, and treated the event with oral fast-acting carbohydrate (glucose gel) per agent guidance. Symptoms included hypoglycemia with confusion and disorientation. Outcomes included the need for unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the customer and analysis of information provided by the user. Investigation of this case revealed no specific findings, with medical device problem characterization limited by insufficient information and the device component not identifiable. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.